Event description:
It was reported that during prep for a coronary drug eluting stenting treatment procedure, the sterile package was found to be opened. When the box of a 2.50x8mm liberte bare metal stent was opened, it was noticed that the sterile packaging inside was opened. This device was not used.